Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection. Reportedly, the system will be explanted. All available information indicates that as of this time, the lv lead remains in service. No additional adverse patient effects were reported.